Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with contralateral firaminal approach. The target lesion was located in the right superficial femoral artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.